Event description:
It was reported the patient had stimulation, but was unable to establish communication with the charging system and the ipg. A replacement charging system was sent to the patient. Follow up with the patient identified the replacement did not resolve the issue. Attempts to determine the status were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.